Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The manufacturing record review was performed. There were no non-conformances with respect to the final product release process. There are no associated nonconformity reports or deviations. There were no non-conformances with respect to the sterilization process. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the explantation of the intraocular lens was due to the patient had refractive ametropia. The surgeon removed the implant with 3.0 mm incision. The implant was bisected to half prior to removal. There was no patient injury during the procedure, however the surgeon had a hard time cutting the lens due to less than ideal instruments, and that took longer than the surgeon would like. Reportedly, the surgeon saw the patient on (B)(6) 2015 and the patient had a lot of cornea edema. The surgeon indicated that it may also be due to the fact that the patient had myopic photorefractive keratectomy (prk). In follow-up, it was reported that there was no patient injury post-operatively and the patient is doing fine. No further information was provided.